Manufacturer narrative:
(B)(6). The reported dissection listed in the mini vision instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse effect: dissection requiring medical intervention. Onset of adverse effect: during the procedure. It was reported that during the procedure in the moderately calcified left anterior descending artery, a dissection occurred in the proximal end of the multi-link mini vision stent. A second multi-link mini vision stent was implanted for treatment of the dissection. There was no adverse patient sequela. No additional information was provided.